Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed low battery, multiple unexpected restarts, external memory error, and no deliveries. Troubleshooting for unexpected restart was performed. The customer stated that the unexpected restart was a past event and was already cleared. A temporary basal was not programmed before the alarm and the insulin pump was not stored or not in not in use for an extended period of time. The customer also stated the alarm did not occur shortly during battery change but alarmed recurring during normal use. The customer was advised they may continue insulin pump use until replacement arrives. Troubleshooting for memory error was also performed and the customer was advised that the insulin pump needed to be replaced and to revert to back-up plan. Troubleshooting shooting for no delivery alarm was performed and the customer stated that the event was a past and was resolved by changing the infusion set and reservoir. During troubleshooting the customer mentioned that their blood glucose level during the no delivery was as high as 500 mg/dl due also to an illness and medication. The customer declined to troubleshooting for the high reading and stated that they treated it with the insulin pump and shots. The insulin pump will be returned for analysis.